Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment in the intensive care unit, 3 units of prismaflex m150, had an effluent bag leakage observed from the drain bag. All three bags used for this patient, had the same defect. The treatment was discontinued and a new set up was used to continue with treatment. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information: the leakage was from the level of the pouch welding near the stopcock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.